Event description:
Report received of patient presenting to emergency room with signs of overdose including seizure and flaccidity. It was determined by pump interrogation that an unintentional error in programming occurred. Dose of baclofen was programmed to 75 mcg/kg/day instead of 75 mcg/day. Follow up with hcp revealed patient experienced lethargy and a seizure post the programming error. The intervention required was stopping of the pump until the patient stablized - no more aggressive intervention was required. The pump was restarted at the time at 25 mcg and has been titrated up to 75 mcg now. Patient is doing fine but dilantin is required for seizures.